Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for performing pump reset, chose to reset pump, and was able to interact with pump screen after reset, and pump reset resolved issue.